Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: how much intra-op bleeding occurred (please quantify the amount of bleeding)? 50 ¿ 100 cc. How was the intra-op bleeding controlled? Standard surgical technique. Was the patient given any blood products? Unknown. Was there any change to the procedure? As far as known no. Was there any change to the patient's post-op care? As far as known no. Is the product code for the device known at this time? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code for the device that was used in the procedure?

Event description:
Complication (intra-op): bleeding from iliac artery. Vessel was severed by the clip.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the product code? Mcm30. It was the mcm30 device which caused the cutting and bleeding. How was the intra-op bleeding controlled? Standard surgical technique without using a clip.

Manufacturer narrative:
(B)(4). Lot # r40007.